Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system of the stent was returned; however, no defect or device deficiency of the delivery system could be found. Based on x-ray images provided the stent placed in the vessel is confirmed to be twisted. Based on the images the stent was placed overlapping to a previously placed stents. Therefore, the investigation is confirmed for reported issues. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the vascular version of the instructions for use supplied with this product the potential issue was found addressed. Correct deployment was found to be addressed. The instructions for use states: "confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (¿) while maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum.(¿) while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." Regarding predilation the instructions for use states: "predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended." H10: d4 (expiry date: 12/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a stent placement procedure, the device allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported during a stent placement procedure, the device allegedly failed to expand. There was no reported patient injury.